Manufacturer narrative:
D9: date returned to mfg 10-oct-2024. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed. The event history log was reviewed. Functional testing found the downstream occlusion (dso) sensor was not functioning due to contamination. The dso sensor and seal were replaced and the device passed testing.

Event description:
It was reported that the device failed downstream occlusion calibration. There was no patient involvement. The issue was discovered during testing.